Event description:
Had inamed implants in 2008. No history of medical problems prior to implants. Have regular breast MRI every 2 years. Last MRI taken 2019, reported presence of fluid surrounding implants with folds, no malignancy suspected. Experienced discomfort and change of shape left breast since (B)(6) 2020. Surgeon suspected capsular contracture. Explantation done (B)(6) 2020, together with breast fat grafting. Fluid sample tested negative for bia-alcl. Capsule sample positive for bia-alcl, confirmed by immunohistochemistry. Pet CT scan did not show involvement of lymph nodes or any other organs. Had bilateral total capsulectomy on (B)(6) 2020. Inamed implants not in recall list. Never had any information about bia-alcl informed by previous ps neither attempts by allergan to inform. FDA safety report ID# (B)(4).